Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient experienced a stoma site yeast infection because the peg tube rubbed her skin and was treated with ketoconazole two tablets daily. The stoma site yeast infection was ongoing and the patient took a second course of ketoconazole. On (B)(6) 2021, the patient clarified that the stoma site infection was a continuation of the infection that started on (B)(6) 2021. From (B)(6) 2021, she was treated with outpatient intravenous infusions of caspofungin . The patient started taking ketoconazole 200 mg twice daily for 30 days. The first culture was done on unknown date in (B)(6) 2021 resulting in candida yeast at the stoma site. A second culture was done on unknown date but the results were not available. The stoma site will be assessed after the antibiotics are finished to see if the infection resolved.